Manufacturer narrative:
The insulin pump was received with cracked and missing end cap. The insulin pump was unable to perform the displacement test due to missing end cap. The insulin pump was also received with partially broken reservoir tube lip, reservoir tube missing o-ring, broke battery tube threads, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the bottom of the insulin pump came off. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and will be returned for analysis.